Manufacturer narrative:
An event regarding alleged patient specific introducer washer that could not be screwed onto a slap hammer extractor rod was reported. The event was not confirmed. Method and results product evaluation and results: visual inspection:not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Functional inspection: not performed as no items were returned. Material analysis: not performed as no items were returned. Clinician review: no medical records were received for review. Product history review: a review of the product history records could not be performed as this device does not have a lot ID. Complaint history review: a review could not be performed as this device does not have a lot ID. Conclusions: it is reported that the devices will not be returned and that there was a 5 minute delay during the procedure. The procedure was completed successfully and no patient injury was reported. The exact cause of the event could not be determined because further information such as the operative report and device return are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not available.

Event description:
As reported: "we are just operating on this patient and we cannot screw the washer onto the introducer..." It was further reported that the introducer washer did not fit the slap hammer extractor rod from the coned hemi pelvis kit.